Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device display properly. No missing segment/partial display anomaly noted. However, unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose insulin pump had black display. The customer¿s blood glucose level was 600 mg/dl. Customer was pressed any button and insulin pump had black screen. Customer was pushed button again and screen came back. Customer was able to used it. Insulin pump had motor error. Customer stated pump was not exposed to a high magnetic field. Customer was able to clear alarm but unable to rewind the insulin pump. Customer was declined to troubleshooting for partial display. The insulin pump will be returned for analysis.